Event description:
It was reported that the unspecified bd extension set was deformed/damaged/cracked. The following information was provided by the initial reporter: we have had a product fail of a bd extension line.

Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of complaint in which the customer has stated "we have had a product fail of a bd extension line". Further information relating to the model/lot of the product involved, as well as the nature of the issue, the clinical set up and the sequence of events prior to the reported issue occurring were not available to assist the investigation. Without this information or a sample to examine, it is not possible to determine whether a manufacturing defect could have caused or contributed to the issue experienced by the customer. A lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd extension set was deformed/damaged/cracked. The following information was provided by the initial reporter: we have had a product fail of a bd extension line.